Event description:
It was observed during the device evaluation, that the subject device coupler was loose. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.